Manufacturer narrative:
Initial reporter phone:(B)(6). The bwi product analysis lab received the device for evaluation on 05-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a radiofrequency ablation of arrhythmia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was resistance when inserting the sheath into the atrial septum as the device was thick. Device thick. During the procedure, when inserting the sheath into the atrial septum, there was strong resistance. After withdrawing the device from the patient, it was found that the tip of the outer sheath was thicker than sheath of the same type. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. There was resistance noted when gaining vascular access or inside heart (crossing septum). There seems to be slight damage on the surface. The soft tip was buckled or wrinkled. Unknown if the shaft was rough or non-slippery. Unknown if there were any lifted or damaged electrodes. Unknown if the tip length to be outside of the instructions for use (IFU) specifications.

Manufacturer narrative:
It was reported that a patient underwent a radiofrequency ablation of arrhythmia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, when inserting the sheath into the atrial septum, there was strong resistance. After withdrawing the device from the patient, it was found that the tip of the outer sheath was thicker than sheath of the same type. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. There was resistance noted when gaining vascular access or inside heart (crossing septum). There seems to be slight damage on the surface. The soft tip was buckled or wrinkled. Unknown if the shaft was rough or non-slippery. Unknown if there were any lifted or damaged electrodes. Unknown if the tip length to be outside of the instructions for use (IFU) specifications. The device evaluation was completed on 26-apr-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the shaft was bent near the tip. A dimensional inspection was performed and the device passed within specification. A device history record was performed, and no internal actions related to the reported complaint were identified. The broken tip issue reported by the customer was confirmed. The bent condition in the shaft could be related to the issue described by the customer as it was thicker around this area; the potential cause of this damage may be related to the usage of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) state that: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. Use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).